Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had something leaking inside of the controller. The patient reported the display to have a shadow and it looked like either water got inside or the battery was leaking. Patient was unable to give conclusive answer as to what the fluid was. No damage, moisture or exposure to extreme temperatures was provided. The patient's blood glucose levels were reported to be between 121-180 mg/dl. No medical attention was required. The product is not expected to be returned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery leak. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.